Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0280231 for difficult/unable to operate does not activate/stay in skin. This is the 1st. Related complaint for difficult/unable to operate does not activate/stay in skin on lot # 0280231. A complaint lot history check was performed on lot # 0280231 for difficult/unable to operate does not activate needs pressure to inject. This is the 1st. Related complaint for difficult/unable to operate does not activate needs pressure to inject on lot # 0280231. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As no samples and/or photo(s) were received the investigation concluded:unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "voice message caller stated long time user of bd pen needles. Does not like new design. Called consumer back she asked that I call back again. Consumer reported caller does not like the hub of the pen needle. Claims it does not stay in but bounces off of flab skin creates a bubble under skin. Tried 18 pen needles. After 3rd injection found that she can make it work by pinching the skin. She informed the wider surface of the tip takes more force and effert to hold the needle in site. The old nano was pointed the needle tip being pointed allow my skin to stay. I have slippery skin. Takes force and effert to get needle in and stay in skin consumer reported getting insulin lump under skin after injection. Decline reuse injects 4xs a day. Using the novolog flex and treseba flex touch both with issues".

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "voice message caller stated long time user of bd pen needles. Does not like new design. Called consumer back she asked that I call back again. Consumer reported caller does not like the hub of the pen needle. Claims it does not stay in but bounces off of flab skin creates a bubble under skin. Tried 18 pen needles. After 3rd injection found that she can make it work by pinching the skin. She informed the wider surface of the tip takes more force and effert to hold the needle in site. The old nano was pointed the needle tip being pointed allow my skin to stay. I have slippery skin. Takes force and effert to get needle in and stay in skinconsumer reported getting insulin lump under skin after injection. Decline reuse injects 4xs a day. Using the novolog flex and treseba flex touch both with issues."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary customer returned a total of twenty 4mm, 32 gauge pen needles. 14 are nano pro and 6 are nano models. No labels were returned for further identification. The returned samples were inspected to ensure that they were functioning and that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0090 in; 2. 0.0091 in; 3. 0.0091 in; 4. 0.0091 in; 5. 0.0093 in; 6. 0.0091 in; 7. 0.0093 in; 8. 0.0092 in; 9. 0.0092 in; 10. 0.0092 in; 11. 0.0093 in; 12. 0.0092 in; 13. 0.0093 in; 14. 0.0090 in; 15. 0.0091 in; 16. 0.0091 in; 17. 0.0091 in; 18. 0.0092 in; 19. 0.0094 in; 20. 0.0091 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip in all of the pen needles. Each pen needle was found to be functioning as intended. Two insulin pens were also returned, but since these pens are not bd products, no testing or investigation was performed on them. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to directly confirm the customer¿s indicated failure of difficulty using the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no CAPA/sa is required at this time. H3 other text : see h10.